Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A nurse reported to baxter brazil of a buretrol solution set in which "after the connection of "npt" in the disposable set there was no passage of "npt" from the burette to the rest of the set. There was no filling of "npt" in the drip chamber of burette." The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.